Event description:
It was observed that during the device evaluation, the subject device exhibited a noisy screen. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a defective universal plug unit (u plug unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.